Event description:
The customer reported that a capsule rupture occurred, due to the use of the wrong syringes. Syringes easily slip off the needles and drains (when wet). Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.